Event description:
It was reported an issue with monoplus c suture. The client (veterinarian) reported that the thread broke during use. No more information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used cassette with the cap and with the date of cassette's opening written february 2022. The reception of the cassette was on (B)(6) 2022, so the suture was used within 4 months period after opening, which is correct. We have tested the knot pull tensile strength of the thread of the cassette received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Thread in the cassette received breaks easily, the thread is degraded. Thread degrades by hydrolysis because of air humidity. Stability tests performed guarantee product properties within 4 months after opening the cassette. Reviewed the manufacturing record of the batch, this product had a normal process and no deviations have been reported during the manufacturing process. As no other customer complaints have been received for this code-batch, we consider that this concerns only this cassette. The probable cause of the malfunction could be an excess of moisture causing a weakening of the thread strength of the unit being complained about, once the cassette is opened. As indicated on the cassette label, store at room temperature. Avoid exposure to extreme temperatures over a long period of time. Final conclusion: taking into account that the results of cassette received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.